Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during the cartridge load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge correctly, which allowed the customer to successfully resume insulin therapy.